Event description:
It was reported that during a stenting procedure in the moderately tortuous, moderately calcified, 90% stenosed, de novo lesion in the left anterior descending coronary artery, pre-dilatation was performed using a non-abbott balloon. A parallel guide wire technique was being performed and a xience v 2.5x23mm was advanced but would not cross the lesion. The stent delivery system was removed from the anatomy and a second pre-dilation was performed. The same xience v was advanced again but would not cross. The xience stent delivery system was removed from the anatomy as single unit with a non-abbott guide wire. An abbott wiggle guide wire was advanced but resistance was felt. It could not be determined if the resistance crossing the lesion was caused by interaction with the a non-abbott micro guide catheter device or due to the lesion characteristics. After withdrawal of the guide wire, the coil of the guide wire appeared to be stretched. The guide wire was exchanged for a non-abbott guide wire and two promus stent delivery systems (2.5x15mm) were advanced successfully and the stents were deployed to complete the procedure satisfactorily. No adverse patient effects and no clinically significant delay in the procedure was reported. No additional information was provided. Return device analysis of the wiggle guide wire revealed separation of the shaping ribbon.

Manufacturer narrative:
(B)(4). Additional reported information indicated that the shaping ribbon separation was not visually observed post-procedure by the sales representative and was not reported by the physician. Evaluation summary: analysis of the returned guide wire noted no blood visible and there was contrast on the coils. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip coils were stretched 3 mm proximal to the tip ball which is consistent with interaction with the lesion and/or other associative device as no damage was reported during inspection prior to use. Analysis also noted the shaping ribbon was separated, 1 cm proximal to the tip ball. The xience v stent delivery system (sds) was returned with blood and contrast in the guide wire lumen and on the stent implant. There was contrast in the inflation lumen. The stent implant was stationary on the tightly folded balloon between the markers. There were no kinks noted to the distal shaft or the tip. The guide wire outer diameter was measured and met manufacturing criteria. The returned guide wire was back-loaded into the returned catheter, and resistance was felt because of dried contrast in the guide wire lumen. The guide wire lumen was flushed and the guide wire was again advanced. The guide wire was advanced through the catheter up to the stretched tip but was not advanced further because of the separated shaping ribbon and coils. Using a new guide wire, the guide wire was back-loaded through the sds and there was no resistance noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The inner diameter of the guide wire lumen of the sds was measured and met manufacturing criteria per. Scanning electron microscopy analysis of the guide wire suggests that the shaping ribbon failure may be attributed to the tensile overload. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. The vessel was described as moderately tortuous and the lesion was moderately calcified with 90% stenosed which could have contributed to the noted guide wire separation. Additionally, it was reported that the guide wire met resistance during advancement which also could have contributed to the noted guide wire separation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The reported inability to cross appears to be related to the moderately tortuous, moderately calcified and 90% stenosed anatomy. Manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported inability to cross the lesion and stretched tip coils appears to be related to operational context of the procedure. The noted guide wire tip separation appears to be related to operational context of the procedure. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database found no related incidents. Based on the investigation, there is no indication of a product quality deficiency.